Event description:
The patient underwent a bravo ph study that is supposed to last for 48 hours. The capsule attached to the esophagus fell off before the 48 hours were up. 28 hours of valid data was collected before the detachment.